Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for lung parenchyma during a uniportal thoracic segmentectomy, the surgeon was able to press the green button and squeezed the handle but the stapler did not fire. The stapler was replaced with a new one. There was no patient injury.